Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Performed back to back blood test at the time of the call, resulting in 82mg/dl and 84mg/dl. Reviewed the last 5 blood results in the meter memory: (B)(6). The customer normally runs about 130mg/dl-143mg/dl. No adverse event reported.

Event description:
Consumer complaint of low blood results. Performed back to back blood test at the time of the call, resulting in 82 mg/dl and 84 mg/dl. Reviewed the last 5 blood results in the meter memory: 12/04 - 120 mg/dl, 12/02 - 143 mg/dl, 12/01 - 141 mg/dl, 11/30 - 139 mg/dl, 11/29 - 75 mg/dl. The customer normally runs about 130 mg/dl - 143 mg/dl. No adverse event reported.